Event description:
It was reported by the operator that the images displayed by the system 9800 were "snowy" and difficult to discern.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Working with the hospital biomedical staff it was found that there was a recessed pin on the system interconnect cable. The cable was repaired and the pin made secure. The image quality was once again acceptable and the system returned to service.